Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number, was not available and therefore a root cause investigation was not performed. No sample was returned for further testing, and no additional information was provided. A review of complaints' trend reveal that all of the alere determine (B)(6) ag/ab combo batches are performing according to label claims. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
A customer reported two (2) false positive results with the alere determine (B)(6) ag/ab combo test. This report represents patient one (1) of two (2). A false (B)(6)(ag/ab not specified) on an unknown sample type was reported with the alere determine (B)(6) ag/ab combo. Confirmation testing is unknown. The patient was reported as a pregnant female. Based on the alere determine (B)(6) ag/ab combo results, the patient underwent art administration (azidothymidine/zidovudine) and cesarean section. Patient outcome is unknown. Attempts to gain additional information was not successful. Per the alere determine (B)(6) ag/ab combo product insert: a (B)(6) result using alere determine(B)(6) ag/ab combo suggests the presence of (B)(6) p24 antigen and/or antibodies to (B)(6) in the sample. The reactive result is interpreted as preliminary (B)(6) for (B)(6) p24 antigen and/or antibodies to (B)(6). Alere determine (B)(6) ag/ab combo is intended as aid in the diagnosis of infection with (B)(6). (B)(6) test results should be confirmed by additional testing using other tests. Women who present in labor without prior (B)(6) testing may be tested with rapid (B)(6) testing. While waiting for confirmatory test results, a pregnant woman with a (B)(6) rapid (B)(6) test may be managed as if (B)(6) to prevent perinatal (B)(6) transmission and may be assigned a c-section. In this event, the case shall be reported as a serious injury as this scenario presents a moderate risk of adverse health consequences in addition to prolonged hospitalization.